Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 06-april-2024, it was reported by the patient daughter that infusion set cannula was half bent found. Blood glucose at the time of call is 212 mg/dl, no outside assistance or medical intervention was required. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.